Event description:
A home pt contacted baxter's technical service center requesting assistance with ending peritoneal dialysis therapy on a homechoice device. The home pt stated that the pt line had broken. The home patient said she would start therapy over using new supplies. The home pt reported that prior to connecting herself to the disposable set, she did not notice any cuts, slices, or holes in the tubing and does not know what could have caused the pt line to break. The home pt does not have any pets that could have contributed to the issue. The home pt reported that once she connected herself, she felt effluent on her feet and stopped therapy immediately. The home pt explained that she did not receive any alarms prior to connecting herself and feeling the effluent on her feet. In addition, the home pt reported that once she started therapy with new supplies, the therapy progressed without any further problems and she has not experienced any further complications. The sample was discarded by the home pt.